Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice unit during drain 4/4. The hp stated he disconnected in the dwell cycle and reconnected. The technical service representative (tsr) explained that se 2240 indicates a large amount of air has entered the setup. The tsr then assisted the hp to clear the alarm by cycling power to the hc. The hp confirmed he would finish therapy with a manual bag. No further information is available at this time.

Event description:
The customer reported for baxter europe of a "y" type blood set pf 50 that had a cut in the tubing. This condition occurred before use. There is only one unit that has been impacted. The sample is available and is returned for evaluation. There is no patient involved with this event. No patient injury or medical intervention associated with this event. No other information is available.

Event description:
A hospital in (B)(6) reported via a distributor that the resistance of the expiratory heater wire was high in three (3) rt204 adult dual-heated breathing circuits. The breathing circuits were tested prior to patient use.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed in the lab due to unavailable sample. Based on the information obtained from baxter's investigation, the root cause could not be determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient who stated he believed his nurse may not have spiked the supply bag completely; no further detail was available regarding the event. Proper procedures were reviewed with the hp. There was no adverse event reported as a result of this alarm.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.